Event description:
Same case as MDR ID 2134265-2015-02606. It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery (sfa). An 8x120x75 epic¿ vascular stent was introduced into the lesion; however, it came in contact with the sheath and the device would not advance any further. The device was removed and a different stent with a longer delivery system was implanted. Then a 7.0 x200, 135cm charger¿ balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated however it ruptured longitudinally at 14 atmospheres. The device was completely removed from the patient. Another 7.0 x150, 135cm charger¿ balloon catheter was advanced for post dilation; however, the balloon again ruptured longitudinally at 14 atmospheres. The device was completely removed from the patient. The procedure was completed using a sterling balloon catheter. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).